Manufacturer narrative:
Additional patient ID (B)(6) . (B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number:(B)(6) . (B)(4). Device history records review was completed for part# 04.037.115s, lot# 9958134. Manufacturing location: (B)(4), manufacturing date: jan 07, 2016, expiry date: dec 31, 2025. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient had an inter-trochanteric fracture on (B)(6) 2016. The fracture was managed via an open reduction internal fixation (orif) and insertion of a short titanium femoral nail (tfna) on the same day. The patient returned to the hospital on (B)(6) 2017 with a non-united inter-trochanteric fracture and broken tfna. A revision surgery was performed to remove the damaged implant and re-insertion of another tfna nail. No information available about patient condition and outcome. Concomitant reported parts: tfna helical blade (part# 04.038.405s lot# 7876129, quantity 1). Locking screw stardrive (part# 04.005.532, lot# l044725, quantity 1). This report is for one (1) cannulated tfna nail. This is report 1 of 1 for com-(B)(4).